Event description:
It was reported that the patient presented following a syncopal episode. Upon interrogation, the right ventricular lead exhibited high pacing impedance which had properly triggered the patient notifier. It was also noted that the implantable cardioverter defibrillator had reached it's end-of-life indicator in (B)(6) 2016 and that the right ventricular lead was now no longer capturing as a result. The patient was given an external defibrillator vest and was discharged in stable condition.